Event description:
It was reported that the patient presented to the clinic with multiple low voltage alarms and power cable disconnect alarms were noted intermittently when connected to the mobile power unit (mpu). The alarms appeared to be caused by the white cable connection. The pocket controller was replaced in the clinic and the alarms resolved. The log captured numerous power cable disconnects while the patient was connected to the wall power. It was recommended to monitor the patient for recurrence of any alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid ingress in the power cable. The reported event of low voltage and power cable disconnect alarms active on the system controller was confirmed via analysis of the downloaded log file and via testing of the returned controller . The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned controller and the submitted log file contained combined overlapping data spanning approximately 6.5 days ((B)(6) 2023 per the timestamp). The log file captured intermittent atypical power cable disconnect alarms active throughout the log file due to the rsoc voltage in the white power cable fluctuating and dropping below the minimum voltage threshold while connected to battery power, the mobile power unit, and the power module. The alarms resolved on their own when the rsoc voltage in the white power cable was restored to the expected voltage threshold; however, they would reappear intermittently. Additionally, the log file captured atypical power cable disconnect and low voltage hazard alarms active on (B)(6) 2023 from the first event in the log file (0:27:48) to 4:40:44 due to the rsoc voltage in both power cables dropping below the minimum voltage threshold while connected to the mobile power unit. The alarms resolved on their own when the rsoc voltage in both power cables were restored to the expected voltage threshold; however, they would reappear intermittently. Pump speed was not affected by the alarms. During the evaluation of the controller , the controller was functionally tested and operated a test pump without issue; however, it was observed that when the white power cable was manipulated an atypical power cable disconnect alarm was active, confirming the reported event. Further analysis of the controller power cables revealed that during a continuity test, the white power cable had a fluctuating open line continuity on the red (digital ground wire) and brown (battery gauge wire), indicating a break in the wires. The polyurethane jacket of the power cable was dissected revealing the red and brown wires were severed, causing the alarms to be active. This is consistent with wire fatigue within the cable after consistent use. The root cause of the reported event was determined to be due to severed wires in the system controller power cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage alarm conditions, and the actions to take if the alarms do not resolve. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (doc #(B)(4), rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.